Event description:
It was reported by an aci sales professional that a (B) (6) female pt underwent a bilateral iliac intervention on (B) (6) 2010. Access was obtained via a 7f sheath above the bifurcation in both the left and right groin. Four thousand units of heparin were administered peri-procedure. Following the procedure, the physician trained to the mynx, chose the device for femoral arterial closure of both access sites. The device was prepped and deployed per instructions for use. One minute swell time and 4 minutes of pressure was held. It was reported that the pt developed a retroperitoneal bleed (rph) from the right groin which was diagnosed via CT scan. Hemostasis was achieved in the left groin without complication. The pt was admitted to ICU for one night then transferred to a regular room for 2 more days for observation. There was no surgery or intervention required. The rph sealed off spontaneously and the pt was reported to have made a full recovery and was discharged without further clinical sequelae.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on info received and investigation performed, the root cause of the reported retroperitoneal bleed could not be determined. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per the instructions for use. It was reported that hemostasis was successfully achieved with the mynx device. The review of the lhr (lot f0927922) indicated that the mynx device met all established performance specifications upon shipment.